Event description:
Revision surgery performed for 3 pts due to patellar dislocation.

Manufacturer narrative:
Method: device history record was not reviewed because devices were not returned and reference numbers were not referenced. Results: devices were not returned for analysis. Conclusions: root cause of dislocation could not be determined. This is the initial and final report submitted regarding this surgical event and medical device.